Manufacturer narrative:
(B)(4). There was no sample available for evaluation. The issue was not confirmed because there was not enough information; therefore, the root cause could not be determined. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).

Event description:
The customer informed that while using the capillary system and new lines for dialysis, the patient's blood system was already gelling as it arrived in the venous line. The facility began to use these baxter blood lines about 10 days and since this type of event began. So far 18 systems of arterial and venous lines and capillaries have been lost.